Event description:
The user facility reported that an employee experienced a burn after contacting liquid remaining in their dsd edge endoscope reprocessing system. No medical treatment was sought or administered, and the employee continued working.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the unit to be operating according to specification. The reported event could not be duplicated, and no repairs to the unit were made. However, as the unit was still under warranty, the user facility requested a replacement unit. The unit has been replaced. The user facility employee was not wearing proper ppe, specifically gloves, at the time of the reported event. The dsd edge aer instructions for use (pg. 30) states, "warning! Avoid possible chemical burns. Always wear personal protective equipment (gloves, goggles) when handling disinfectant." A steris account manager counseled user facility personnel on the proper use of the dsd edge endoscope reprocessing system, including the importance of wearing proper ppe. No additional issues have been reported.